Event description:
It was reported that the ilet displayed alert 38 for consecutive stalled motor and ¿unable to proceed¿ during tubing tests while the user was wearing a constant glucose monitor and using prefilled cartridges, leading to elevated glucose readings; the user performed multiple restarts and a dry run, then completed a full supply change and recorded a fingerstick of 224 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem related to improper or incorrect procedure or method, with user interface involvement. The user was later able to complete a dry run after restart and proceed after a full supply change, supporting the usage-related finding. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.